Manufacturer narrative:
Other text: device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump failed calibration. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The tamper seal was missing and there was damage to the battery compartment. The event log was reviewed and revealed no evidence of the reported issue. Upon function testing the reported problem could not be duplicated. The root cause of the reported problem was unknown as the device passed testing without issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other, other text: b5: additional information received on 25-jul-2022 via email and attached to complaint object: all issues with these devices were found during testing and repair. No patient involvement was indicated at the time the pump was received at our facility for repair and recertification., corrected data: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106